Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with infusion set on (B)(6) 2026 where the needle was being ejected, and the adhesive was sticking improperly. No further information available.